Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed oversensing of noise/artifact resulting in the patient receiving inappropriate therapies. Additionally it was noted there were alerts for high/undefined rv tip-to-rv coil pacing impedance, high/undefined rv defibrillation coil impedance, high/undefined superior vena cava (svc) defibrillation coil impedance and a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.